Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was discarded and not available for evaluation. X-ray examination: the review of x-rays picture taken just after implantation ((B)(6) 2015) shows that the catheter does not appear to have been correctly positioned on the port exit cannula during the implantation procedure. Conclusion: the disconnection of the catheter, observed 4 months after the device implantation, is probably due to incorrect connection of the catheter to the port by user. No corrective action is envisaged.

Event description:
On (B)(6) 2015: implantation of the access port system without difficulties. On (B)(6) 2015: catheter disconnected from the port.

Manufacturer narrative:
The additional information concerning the patient, received after the first medwatch report, does not changed the conclusion of the investigation.